Event description:
The following has been reported: nurse reported: "when the infusion was started, the blood was noticed to be slowly leaking out of the top of the cassette at the secondary port insertion site. Sample discarded. No sample was available. Patient harm: no" a preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most pro.